Event description:
Patient presented to ed with ICD alert. Alert triggered due to non-sustained episodes and short v-v intervals. Noise was noted in stored episodes. Tachy detections were turned off. The lead was thought to be fractured. The lead was capped and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).